Event description:
Same case as MFR report#: 2134265-2009-06821. It was reported that during a percutaneous coronary interventional (pci) procedure, a rotawire fracture occurred. The de novo lesion was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. Upon attempting to insert the rotablator guide wire and the rotalink plus, the distal portion of the rotablator guide wire detached and was retained in the lateral branch. The detachment of the rotablator guide wire was confirmed under fluoroscopy. It was further reported that the physician felt that the unretrieved portion of the rotablator guide wire would not be a problem for the patient and there are no plans for retrieval. The patient was placed under observation. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as "stable".

Manufacturer narrative:
.